Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; handmade stent graft fenestration to preserve left subclavian artery in thoracic endovascular aortic repair. Kuo h-s, huang j-h, chen j-s. European journal of cardio-thoracic surgery 56 (2019) 587¿594. Advance access publication 26 february 2019. Doi:10.1093/ejcts/ezz049. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts and non mdt stent grafts were implanted in the endovascular treatment of various thoracic aortic pathologies. A (B)(6) male patient with a type b thoracic aortic dissection was treated in a sub acute unit exhibited a minor type ia endoleak. It was reported that during the index procedure the leakage was immediately observed following stent graft deployment. This endoleak was then treated by embolization of the proximal gutter. This minor type ia endoleak was observed for up to a year post the procedure until complete thrombosis of the leakage site was then identified.